Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator unintentionally went into standby mode but also generated a technical error code for communication failure between the panel and monitoring subsystems. The ventilator was investigated by our field service engineer. The dc/dc & standard connectors pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was returned for investigation together with downloaded ventilator logs. The evaluation of received ventilator logs shows software warnings and timeouts on the date of event ((B)(6) 2022) that may indicate a communication issue with the panel. The returned dc/dc & standard connectors pc board was installed in a reference servo-u ventilator. Two pre-use checks and seven days of simulated test ventilation passed without any deficiency noted. A typical cause for the reported communication error is a bad or loose user interface control cable, which is connected to the returned dc/dc & standard connectors pc board. The communication error will in itself not affect ongoing ventilation, which continues with unchanged settings. The reported event date and time when the ventilator unintentionally went into standby mode was (B)(6) 2022 at 1:34 am according to provided user facility incident report. In the event log, there are no log posts for a standby at this time. The reported event could not be confirmed. Per design, the ventilator cannot set itself to standby mode. For the user, there is a ¿tap and hold¿ function before entering standby mode and this eliminates any unintentional pressing of the button on the screen. First the user tap standby in the quick menu, thereafter tap and hold stop ventilation for approximately 5 seconds to stop ventilation. Then the posts for a normal standby; standby button activated, standby dialog confirmed and standby are logged in the event log. This is an indication that the setting of the ventilator to standby mode was intentional. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. In conclusion, the reported event where the ventilator unintentionally set itself to standby mode could not be confirmed in provided ventilator logs. The returned dc/dc & standard connectors pc board worked as expected when tested.

Event description:
It was reported that during patient treatment, the ventilator unintentionally went into standby mode. The patient desaturated to an unknown level and was given oxygen using a manual resuscitator and the saturation went back to baseline. The patient was then placed on a different ventilator. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator unintentionally went into standby mode. The patient desaturated to an unknown level and was given oxygen using a manual resuscitator and the saturation went back to baseline. The patient was then placed on a different ventilator. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).